Event description:
It was reported that the c-arm rotated uncommanded. No injury was reported. It was determined that the c-arm switches needed to be replaced. Once this was completed the system was working as intended.